Event description:
It was reported that a left ventricular (lv) lead was attempted/not used due to the physician was unable to pass a competitors guidewire all the way through the lead. The lead was removed and a new lead was placed using the same guidewire. Once the second lead was placed, the physician had difficulty removing the guidewire, which had apparently become stuck in the lead lumen. The physician was able to remove the guidewire and the lead remains in use. It was also noted that the physician had difficulty inserting a guidewire through the verogram balloon. The same guidewire was utilized with a new venogram balloon without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).